Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large suturecut needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument had a grasping issue making the needle slippery. The procedure was completed as planned with no reported injury.